Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the pump was in a normal temperature range. There was no known impact to the customer's blood glucose level.